Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-12, rtg0768152 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant stopped working because it had moved from its proper place and the issue began maybe 2 years after implant. Patient was told by someone from medtronic but didn't recall who it was since the issue happened several years ago. Patient now needed an MRI or a pet scan because they had an issue with their lungs. The implant was removed but there were still some parts that were attached to their spine. Agent reviewed information and redirected patient to their hcp.